Event description:
Complainant claims a depuy product is defective.

Manufacturer narrative:
Additional info received, but the product will not be returned. This product was part of the acs recall that was initiated by depuy in 2/90. This recall is now closed and all products are no longer being sold. Depuy considers this complaint closed.